Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue with arm 1 and replaced the universal surgical manipulator (usm) on the system. The system was tested and verified as ready for use. Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the usm had failed normal mode because the instruments were not recognized. Error 282 was found in the error logs and the error pointed to the rfid not being present. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, direction, chipencoder virtual absolute (cva), sensors check, sine cycle, brake, carriage strength, friction, insertion buttons and check cannula tests but failed carriage switches test on rfid. The rfid assembly will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument was not recognized on arm 1 of the patient side cart (psc). The customer had attempted to swap out the drape on arm 1 with no success. The customer was able to hard power cycle on the psc and clean the radiofrequency identification (rfid) pins on the arm after the procedure was completed but was unable to find a cannula to use for testing.